Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with ovation prime. It was reported that this patient has aneurysm enlargement (unknown diameter). The patient underwent re-intervention on (B)(6) 2017, the physician elected to perform an embolization ami. The issue was reported as resolved with no additional patient sequelae.

Manufacturer narrative:
Based on the independent assessment performed the report of a sac growth (unknown diameter), the completion of a secondary endovascular procedure and the issue being resolved are confirmed. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.